Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter with the one-way valve attached. The extender tubing was also returned. A kink was found on catheter tubing and inner lumen approximately 76.5cm from the iab tip. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. This can cause difficulty monitoring the waveform. The evaluation confirmed the reported problem. We are unable to determine when the kink may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the arterial waveform was presented as normally. However, when securing the iab to the patient, the arterial blood pressure was showing as irregular numbers with no waveform shown on the console. The iab was removed and a new one was inserted successfully with no further issues. There was no patient harm or adverse event reported.